Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While the physician was coiling an aneurysm of unspecified location and vessel characteristics, he advanced a cashmere 14 cerecyte 3 mm x 6 cm microcoil (crc14030630/g15522), into the aneurysm and attempted to detach it, but it did not detach. After several attempts to detach, the physician then withdrew the coil and proceeded to use a different coil. No adverse event occurred as a result and the patient was treated successfully. The microcatheter used was an excelsior sl-10 stryker. There was no resistance/friction noted during deployment of the coil system through the microcatheter. Other coils were successfully used with the same microcatheter but it is unknown how many were deployed prior to or after the event. There was no torquing of the device positioning unit (dpu) required during positioning of the coil in the aneurysm. There was no damage noted on the coil after use. The same detachment control box and connecting cable were used for the entire procedure. A pre-deployment electrical check was performed. The low battery light was not seen during the case. Upon pressing the power button, all lights illuminated. The green system ¿ready¿ light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The device was not returned for analysis. Without the return of the device, the complaint cannot be confirmed and no definitive conclusion regarding the root cause of the event can be established. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the limited information available, no corrective action is warranted at this time.

Event description:
A cashmere 14 cerecyte microcoil 3 mm x 6 cm (crc14030630/g15522) did not deploy. The incident occurred september 6, 2012. The physician was coiling an aneurysm, he advanced the coil into the aneurysm and attempted to detach it and it was unsuccessful. After several attempts to detach the physician then withdrew the coil and proceeded to use a different coil. No adverse event occurred as a result and the patient was treated successfully.